Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 16-0x20e6, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.